Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with itching, burning sensation, redness, inflammation, pimples, blisters, scar, drainage and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. Photos of the reported skin reaction provided were reviewed. The photo shows a red, irritated patch on the skin that looks a bit oval in shape. The area is clearly inflamed, with a deeper red color in the middle and lighter redness spreading out around it. The skin there looks slightly dry and a bit rough, with some mild flaking. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The skin reaction was treated with an over-the-counter topical bepanthen cream. There was no documentation of medical intervention. No other details were provided. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: codes: type of investigation - 3300 - analysis of images.